Event description:
During the balloon angioplasty procedure a piece of the balloon broke off in the distal aorta. The md was unable to retrieve with the retrieval device after several attempts. Non-obstructing.